Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 523 mg/dl. The customer was dehydrated and had numb fingers. The drive support cap was flushed. The insulin pump was damaged where the reservoir locks. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test, operating currents, selftest, off no power, unexpected alarm error test, prime and excessive no delivery test. No motor error alarm during testing. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. Unit received with minor scratched display window, cracked case at display window corner, broken reservoir tube lip, missing reservoir tube o-ring and broken belt clip slot.